Manufacturer narrative:
The device history records are being reviewed. Th event is currently under investigation. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant was unable to provide further patient details. Although this product is not sold in the u.s., this event is being reported under regulation 21cfr part 803 as it involves a similar device to a PMA approved device sold in the u.s. Under # p070014.

Event description:
It was reported that after successful deployment of the vascular stent for treatment of a pre-dilated stenosis in the sfa via common femoral artery access, the hydrophilic-coated 0.014" guide wire became stuck in the stent delivery system and could not be removed. The delivery system and guide wire were removed as a single unit. The guide wire could be withdrawn from system outside the patient. There was no reported patient injury.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. There is no indication for a manufacturing-related failure. On the basis of the evaluation of the returned device, the reported guide wire removal difficulty could not be confirmed. During the performed patency test, the returned 0.014" guide wire could be successfully inserted and removed and also a patency test with a 0.035" guide wire could be performed successfully. The stent had been deployed inside patient, as reported. Potential contributing factors to the reported event have been evaluated. Previous investigations of similar complaints have been reviewed. This kind of event may be related to a difficult vessel anatomy and subsequent friction increase between guide wire and guide wire lumen. High deployment forces also may lead to deformation and friction increase. Also rough handling of the device especially during unpacking or preparation may contribute to increased friction. Reportedly, the lesion had been pre-dilated and the stent could be successfully deployed without difficulty. On the basis of the information available, a definite root cause for the reported event could not be determined. The IFU states: "if resistance is met while retracting the delivery system over a guide wire, remove the delivery system and guide wire together." And "if excessive force is felt during stent deployment, do not force the delivery system. Remove the delivery system and replace with a new unit."

Event description:
It was reported that after successful deployment of the vascular stent for treatment of a pre-dilated stenosis in the sfa via common femoral artery access, the hydrophilic-coated 0.014" guide wire became stuck in the stent delivery system and could not be removed. The delivery system and guide wire were removed as a single unit. The guide wire could be withdrawn from system outside the patient. There was no reported patient injury.